Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumers via a patient support program (psp), concerned a (B)(6) (at the time of report) asian female patient of unknown origin. Medical history included cerebral infarction, myocardial infarction, coronary heart disease, emphysema and there was itches on the body when feeling hot and would be lumps one by one. Concomitant medications included insulin human for the indication of diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog, 100iu/ml), via a cartridge via a reusable pen (humapen unknown), ten units, three times a day, subcutaneously, for the treatment of diabetes mellitus, beginning in (B)(6) 2020. She also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) unknown formulation, 15 units, three times a day, subcutaneously for the treatment of type 1 diabetes, beginning on (B)(6) 2020. On an unknown date in (B)(6) 2020, while on insulin lispro therapy, she had high blood glucose and unstable blood glucose. Since an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, there was occasional high blood glucose after use, and she often had high blood glucose. On (B)(6) 2021, her blood glucose was 30-40 (units and reference range not provided). On an unknown date, sometimes she forgot to take medication. She had stopped the medication as her humapen unknown device was broken (lot number: unknown, pc number: (B)(4)). The event blood glucose decreased was considered serious due to medical significance. Information regarding corrective treatment was not provided. Outcome of events were unknown. Insulin lispro therapy status was unknown. Status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. The operator of the humapen unknown and his/her training status was not provided. The humapen unknown general model duration of use and the suspect humapen unknown duration of use was unknown. The action taken with the humapen unknown and was not returned to manufacturer. The reporting consumers did not provide the relatedness of events to insulin lispro drug, insulin lispro protamine suspension 75%/insulin lispro 25% and humapen unknown. Update 02-apr-2021: this case was determined to be non-valid due to no valid identifiable suspect product. Update 08-apr-2021: this case was initially determined to be non-valid as there was no identifiable suspect product. Additional information was received from the initial reporter via patient support program (psp) on 07-apr-2021 included new information related to suspect product that validated the case. Added lispro unknown formulation as a suspect drug and start date of suspect drug. Updated the action taken from no change to unknown and narrative with new information. Update 15-apr-2021: information was received from responsible complaint person (rcp) on 13-apr-2021 that contained product complaint number (B)(4). Upon review of information received on 07-apr-2021, added a suspect device. Updated the formulation of suspect drug from unknown to cartridge and narrative with new information. Update 25-may-2021: information received on 19-may-2021 from another reporting consumer via psp. Added one consumer as reporter. No new medically significant information was reported, hence no changes were made to the case. Update 20-dec-2021: additional information was received from initial reporter via psp on 13-dec-2021. The case was initially non-serious and was upgraded to serious upon addition of one serious event. Added three medical histories; itching, feeling hot and lump, a suspect drug; insulin lispro protamine suspension 75%/insulin lispro 25%, a laboratory data of blood glucose and one serious event of blood glucose increased. Updated height and weight of patient and narrative with new information. Edit 06-jan-2022: upon review of information received on 13-apr-2021 the suspect device was recoded from humapen ergo ii to a humapen unknown since humapen ergo ii was chosen as placeholder. Updated narrative accordingly. No other changes were made to the case. Edit 07-jan-2022: updated medwatch fields for expedited device reporting and added contact log accordingly. No new information added. Update 11-jan-2022: additional information received on 10-jan-2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the (B)(6) device information for the suspect humapen unknown device (unknown lot) associated with product complaint (B)(4) which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that she had stopped taking her medication because her humapen (unspecified device type) was broken (unspecified issue). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The humapen core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.